Event description:
Device report from great britain reports an event as follows: it was reported that on (B)(6) 2022, an operator received a minor injury from the depth gauge in question as he was packing the item to be shipped. The sharp end of the depth gauge had penetrated the plastic cover/tube and had cut the operator¿s right hand. This event did not occur in a hospital and did not involve any surgical procedures. No further information is available. This report is for a 2.7/3.5mm depth gauge 40 to 100mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter is a synthes employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part# 03.133.081, synthes lot#: j006480, supplier lot#: j006480, release to warehouse date: april 21, 2022, supplier: mack molding company, no ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the needle of depth gauge 2.7/3.5 40 - 100, p/n: 03.133.081, was bent. The complaint device was returned contained in a plastic box, inside an open plastic pouch. The condition of the package can not be evaluated as it has been altered after occurrence of the reported event. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge 2.7/3.5 40 - 100, p/n: 03.133.081 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.